Event description:
It was reported that the patient experienced skin erosion at the anchor site. As a result, surgical intervention was undertaken wherein the anchor was re-sutured to resolve the issue. The wound has healed.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.